Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and moderately calcified mid right coronary artery. The lesion was pre-dilated with non bsc 2.5 mm balloon. This balloon was exchanged for maverick2 monorail 3.0 x 15mm balloon. On the first inflation the maverick2 monorail balloon was inflated for 5 seconds and ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.